Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was alarming button error and the act button was not responding. No blood glucose level reported at the time of the call. Advice the customer to discontinue use of the insulin pump, revert to a back-up plan per doctor instruction and asked to returned unit for analysis.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces, no button error alarm during or testing and all of the buttons are functioning properly. The insulin pump has broken battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing the end cap sticker noted.